Manufacturer narrative:
UDI number was not available at the time of filing. Separate medical device report (MDR) has been filed for the thoracic radiolucent clamp. No parts have been returned to the manufacturer for analysis. Device manufacture date was not available at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site had a stripped screw on their spinous process clamp. This issue was noticed intra/peri-operatively during the select patient/acquire scans task. The site said the driver for the clamp had become rounded and may have contributed to the issue. The surgeon was able to tighten the clamp sufficiently for the case. There was no delay to the procedure. There was no reported impact on patient outcome.